Event description:
The lay user/patient contacted lfs alleging an apply sample message and an error 5 message on the one touch ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The technique of applying blood on the test strip was correct. The pt retested using a new vial of test strip and obtained an error 5 message. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the apply sample message and the error 5 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.